Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the screw fractured during surgery while the surgeon was clamping.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and corrected information. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the screw head fractured off during surgery while the surgeon was clamping. The patient retained a portion of the fractured screw.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The product was not returned for review; therefore the exact condition of the device is unknown. The device history records could not be reviewed as the lot number was not provided. This device was used for treatment. A complaint history review was conducted for part# (00481500800). The search identified (0) other complaints for this device for the same or a similar issue. The most likely cause of the screw fracturing cannot be conclusively determined.